Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 341 mg/dl at the time of the incident and the current blood glucose value of the customer was 109 mg/dl. Other relevant blood glucose level of the customer was 165 mg/dl, 300 mg/dl and 350 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.